Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and endocarditis. There was no additional adverse patient effects were reported. This device was explanted.